Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability in flexion and extension. A 6x9 ps insert was revised to a 6x11 ps insert. Rep confirmed that nothing was observed to be broken or worn intra-operatively, and that no further information will be released by the hospital or surgeon.